Event description:
It was reported that the patient experienced intermittent stimulation and "shocking" sensations. The patient reported that while the stimulation was on, that it felt "as though stimulation was shutting off and then coming on again randomly." The patient noted that the stimulation sensation would be lost while walking and then "he would feel it again." The patient additionally noted that the intermittency was of "recent onset." It was also noted that the shocking sensation was only felt when stimulation would come back on. It was reported that an impedance test "showed nothing out-of-range." An x-ray was performed six days prior to report where "everything looked intact." It was noted that the intermittency "didn't appear related to postural changes." The patient continued to get "great coverage" at the time of report. Additional information was requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).